Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of the leak in the PICC was confirmed but the cause of the leak could not be determined from the evidence provided for investigation. A video and a screen shot of the video were provided for investigation. The video showed a 2fr s/l per-q-cath PICC inserted into an infant¿s leg. The PICC was being flushed and a bead of clear fluid formed on the external surface of the catheter. The fluid dripped from the catheter and another bead of fluid would form in its place. It appeared that the bead of fluid was forming near the 9cm depth marker. Possible causes of the leak include stylet damage. If the stylet is repositioned or withdrawn before the stylet is wetted, the catheter may become damaged. The IFU cautions, ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ a lot history review (lhr) of reaz0744 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was passed without intercurrences. When the infusion started, the device showed a leak.